Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 998cws, lot# n26582a, implanted: (B)(6) 2003, product type: lead; product ID 37092, lot# 255960001, implanted: (B)(6) 2010, product type: accessory; product ID 74002, lot# n229822, implanted: (B)(6) 2010, product type: adapter; product ID 37752, serial# (B)(4), product type: recharger; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) battery had only been holding a charge for one-two days. The patient was coming up for a replacement and needed a surgeon they could consult with. The patient saw a manufacturer representative (rep) in (B)(6) 2013 and the rep told the patient they had about one year left on the ins. Additional information received from the consumer reported they were charging too frequently. Recently, the patient was reprogrammed or switched to a new group. The patient had not needed to increase the parameters. No previous overdischarge events occurred. The patient charged their implantable neurostimulator (ins) 100% full and in 24 hours, the ins was empty. The patient thought this was because her ins was running low, though she did not see an elective replacement indicator (eri) message. A year prior to the report, the patient stated she was told she had 20-30% battery life left, so that was why she assumed she was having this issue. There were no traumas or falls that could have been related to this issue. An ins replacement was in the process of being scheduled. Relevant medical history included complex regional pain syndrome type 1.